Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer stated the blood glucose value was high and symptoms for high blood glucose was unknown. Customer stated that they were not able to pass high performance test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.